Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the product met specifications when released for distribution. On april 8, 2008, medtronic was notified by FDA that a contaminant had been discovered in recently manufactured heparin. Medtronic manufactures several perfusion products that are coated with chemicals containing heparin, many of which are used to make a bypass and/or ECMO circuit. It is difficult to estimate the total quantity of heparin contained in this particular circuit, for this particular case, however, we would expect to see approximately 19.1 mg of heparin in a carmeda coated oxygenator, the surface area of which accounts for 2.72 square meters of an estimated 3.32 square meters in a typical bypass circuit. We are submitting the 5-day report as requested by FDA, but have not had sufficient opportunity since receiving notice on (notify date) to determine whether the device or the heparin contained in the device could have caused or contributed to this event. However, upon receipt of this event and as a part of our investigation, medtronic did not detect the contaminant in the heparin sodium active pharmaceutical ingredient used to coat this product lot when it conducted its testing in accordance with recommendations contained in FDA's april 8, 2008 notification.

Event description:
Medtronic received information that this patient had mitral valve repair surgery, due to mitral valve prolapse. The patient received 11,000 units of non-baxter brand heparin and a medtronic carmeda coated circuit was used during the procedure. After the procedure, the patient's platelet count had decreased to 80,000. Two days later, the patient developed increased swelling in the left upper arm. A doppler ultrasound was performed which revealed thrombosis in the left subclavian and left lower arm. A hematologist evaluated the patient and heparin-induced thrombocytopenia was ruled out. Further evaluation noted borderline protein and c&s, which possibly suggested an auto-immune disorder. The patient was prescribed argatroban and coumadin, which resolved the swelling prior to discharge. The patient's concomitant medications and allergies were not provided. The device was discarded and will not be returned for analysis.